Event description:
Per the clinic, the patient experienced chronic infection as well as swelling around the abutment site. The implanted device remains.

Manufacturer narrative:
Per the clinic, the abutment was removed from the fixture on (B)(6) 2015. Subsequently on (B)(6) 2015 the patient underwent a procedure to have an internal magnet placed on the sleeper fixture. This report is filed january 26, 2016. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.